Manufacturer narrative:
The following article was reviewed "longer bridging stent-grafts in iliac branch endografting does not worsen outcome and expands its applicability, even in concomitant diseased hypogastric arteries" bosiers mj, panuccio g, bisdas t, stachmann a, donas kp, torsello g, et al. The journal of cardiovascular surgery 2020 april;61(2):191-5 doi: 10.23736/s0021-9509.18.10504-0 epub 2018 october 29. Date the events occurred are unknown, so the date of publication of the article was used as date of event. Patient age: not given within the article. Patient gender: not given within the article. A request was emailed to the corresponding author to provide additional information like serial numbers, patient identifiers, date of birth, age, weight, gender, name, date of implants onset date of the events, date of reintervention, description of related procedures and intra- and postprocedural dicom angiography imaging series. The device remains implanted in the patient. Therefore. A device evaluation could not be performed. The serial number of the device remains unknown. Therefore, a review of the manufacturing record could not be performed. In total 2 medwatch reports related to the reviewed article are being submitted to FDA. All reports refer to the same patient identifier ID (B)(6), which is the gore reference number. The manufacturer report numbers are not available at the time of submission. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following article was reviewed "longer bridging stent-grafts in iliac branch endografting does not worsen outcome and expands its applicability, even in concomitant diseased hypogastric arteries" bosiers mj, panuccio g, bisdas t, stachmann a, donas kp, torsello g, et al. The journal of cardiovascular surgery 2020 april;61(2):191-5 doi: 10.23736/s0021-9509.18.10504-0 epub 2018 october 29. This single center study describes the retrospective analysis of prospectively collected patients who underwent an endovascular aneurysm repair using a zenith® branch iliac endovascular graft (cook medical) between april 2005 and may 2015. 260 zenith devices were implanted in 215 patients. Treated pathologies included aorto-iliac aneurysm, isolated common iliac aneurysm, or internal iliac artery aneurysm. Balloon-expandable bridging stent grafts, such as advanta/icast (getinge), and self-expandable bridging stent grafts, such as gore® viabahn® endoprosthesis with propaten bioactive surface, were used to preserve flow into the internal iliac artery. The exact number of used gore devices remains unknown. During follow up (1 to 118 month) the following bsg-related events occurred: type 3 endoleak requiring intentional occlusion of the bsg in two cases and relining with an additional bsg in one case it remains unknown whether a gore device was involved in the reported events.

Manufacturer narrative:
Two reports are being submitted related to this literature, 2017233-2021-01795 and 2017233-2021-01796. H6-code 4111: a request was emailed to the corresponding author to provide additional information like serial numbers, patient identifiers, date of birth, age, weight, gender, name, date of implants onset date of the events, date of reintervention, description of related procedures and intra- and postprocedural dicom angiography imaging series. The requested information was not provided. It remains unknown if gore devices were involved or contributed to the events reported in the literature. The sn of the devices remain unknown. H6-code 3221: without additional information gore is unable to perform further investigation of the event. G3/4: correction: combination product: yes.